Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected, and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broken off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. Corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code the manufacturer's internal reference number is: comp-(B)(4).

Manufacturer narrative:
The device has not yet been received for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw reports: 3011649314-2026-00440. 3011649314-2026-00442. 3011649314-2026-00443. 3011649314-2026-00444.

Event description:
On (B)(6) 2026, a healthcare professional reported that an inclusive tapered implant failed. The patient's bone type is ii, and their oral hygiene is fair. The patient presented on (B)(6) 2023 for a primary procedure on teeth #3, #6, #8, and #10. The patient returned on (B)(6) 2025 with complaints of pain, years later. Upon examination, the provider noted inflammation, infection, and that the implant had lost osseointegration and failed bridge. The device was removed and not replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.